Event description:
It was reported that a remote monitoring transmission indicated that the patient was in a ventricular tachycardia episode and it was unclear if all therapies had been exhausted as the episode was in progress. The patient was noted to have felt lightheaded. Follow up with the clinician indicated that the patient was stable and not in ventricular tachycardia. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645 lead, implanted 2014-(B)(6). (B)(4).